Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1+ including symptoms of infection/inflammation on right eye at 1 day post-operative exam. A brief description from the account the dlk was on the right eye under area of loose epithelium. Topical steroid were increased to treat the dlk. Bcva from (B)(6) 2016: right eye pre-op 20/20-4.25 x 00 x 90, left eye pre-op 20/20 -4.50 x -.50 x 26.